Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported seeing poor communication screen on recharger. The patient has not charged in about a month. During the call, the patient was unable to connect with programmer also. Overdischarge was suspected. Caller was redirected to the healthcare provider (hcp). Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the ins was overdischarged. The patient was able to charge o the day of the report but unable to turn on. The patient stated that he remembered this happening ¿one or two times before¿ a rep was able to restart. The rep explained the ¿3 strike¿ rule to the patient. The issue was not yet resolved but surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient would be having ins rep laced in august however, no set date yet.